Event description:
It was reported an issue with optilene suture. The client reported that the suture was used in carotid patch surgery. After being pulled through, the thread spliced up and small blue balls of wool form. Additional information has not been received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 108 closed samples for analysis. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.40 kgf in average and 0.38 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.25 kgf in average and 0.104 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Sewing test on artificial skin tissue has been conducted with the closed samples received and visual appearance is the usual one as can be seen in the enclosed pictures (before and after sewing test). We have not found splitting on thread surface on the closed samples received before and after performing tests. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the result of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.